Manufacturer narrative:
Evaluation results - visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusion - (no conlcusion can be drawn): the root cause for this event cannot be determined because the injector and cartridge were not returned.

Event description:
The surgeon implanted an aa4204vl silicone lens but it was removed due to the posterior haptic tearing off. The lens was removed in pieces with no pt injury or complications. The facility stated it was unk as to why the haptic tore off. An mtc-60c cartridge was used, but the lot number was not provided by the facility. The lot number and model of the injector were not provided by the facility.